Event description:
Additional information from the patients physician indicated that there were no injuries. It was unclear what the MRI was needed for, as the letter was illegible, but appeared to be for "work up."

Event description:
It was reported the patient needed an MRI. The system was removed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot # v030709016, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type extension; product ID 3487a-45, lot # v094548, product type lead; product ID 3487a-45, lot # v113897, product type lead. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.